Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to unsuccessful defibrillation threshold (dft) tests and the patients body mass index. Additional information is being requested from the field. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to unsuccessful defibrillation threshold (dft) tests and the patients body mass index. Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to device model/serial number from (B)(6) to (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to device model/serial number from a219/(B)(6) to a219/(B)(6). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation function was tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to unsuccessful defibrillation threshold (dft) tests and the patients body mass index. Additional information is being requested from the field. No additional adverse patient effects were reported.